Manufacturer narrative:
The ge service representative conducted an onsite investigation. The reported problem could not be duplicated. The coin battery was replaced. The calibration files were loaded and the cine drive was formatted. The grounding pin in the plug was tightened. The system was tested and operates as intended.

Event description:
The customer reported that the system intermittently would not display an image. No patient injury was reported.